Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a poor communication screen on the charger and didn't remember when they last felt stimulation. It was noted that the patient has depression and the patient stated that it had probably been longer than three months since they last charged. The patient reported that their ins recharger (insr) wasn¿t working with their ins. The patient reported that they have chronic pain and that it was getting worse and spreading since they had a pacemaker unit implanted in 2015. It was reported that the patient had a fall in (B)(6) 2017 and the pain spread up to their upper torso. The patient had their patient programmer (pp) and were going to attempt to connect with it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not able to charge the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient still couldn¿t charge and when she attempted to charge her implantable neurostimulator (ins), her charger displayed an error message. The patient¿s patient programmer (pp) was going to be replaced. There were no further complications reported or anticipated.